Manufacturer narrative:
The device has not been returned to the manufacturer since the patient has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that the patient received an mmc hip generic cup, on the left hip, and is currently being monitored due to pain.